Event description:
Related manufacturer reference number: 1627487-2019-09504. It was reported that the patient was not receiving adequate therapy. The patient had their system explanted on (B)(6) 2019.